Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The progressive and calcified lesion was located in an unknown vessel. The 2.75x12mm quantum maverick was advanced to the lesion with difficulty and ruptured on the first inflation. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory. Additional information has been requested and is not available.

Manufacturer narrative:
Balloon catheter was returned in a deflated state. Contrast was present in the balloon and distal outer. The balloon was inspected under magnification to locate the balloon defect. A longitudinal tear was confirmed in the balloon wall located 4 millimeters from the distal edge of the markerband and extending distally. The longitudinal tear measured 5 millimeters in length. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).